Event description:
According to the md, "today during my robotic radical vaginectomy, I discovered a very dangerous problem with the davinci electrosurgical wiring. I noticed, quite by accident and not a little good fortune that when I activated the monopolar current to my right handed endoshears, my left handed bipolar device also fired. The tissue I was holding was just peritoneum, so no harm done. However, there could have been more serious consequences. What was realized was that the monopolar and bipolar cords at the patient end were intertwined. This created a coupling so that the monopolar current flowing through the old grey cord was creating a current in the poorly shielded blue bipolar cord. It's important to make sure these two cords are not close together or a thermal injury may occur."